Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported type iiib endoleak was determined to be device related. Procedure-related circumstances did not likely contribute to the event. Anatomical factors and cautionary product use conditions such a calcification at the bifurcation and iliac arteries were found to have likely contributed to the event. This cautionary product use was also a factor in the development of the distal loss of seal (type ib endoleak). There were no off-label product use conditions or procedure or user-related contributing factors found. It was noted that the patient underwent a re-intervention and the endoleak was successfully resolved. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%

Manufacturer narrative:
Device remains implanted.

Event description:
An afx bifurcated stent graft was implanted to treat an abdominal aortic aneurysm. Approximately four years post-op the patient presented for a routine follow up, where a type 3b endoleak was identified. The physician elected to reline the existing graft with an afx bifurcated stent graft and proximal cuff, and extend into the right iliac with a iliac limb extension. The re-intervention was successful completed and the endoleak was excluded. As of date of this report, no additional patient sequelae has been reported and the patient will continue to be monitored.